Event description:
Customer reported receiving a no delivery alarm on the insulin pump during a bolus. Customer stated that there was about 15 units left in the reservoir and he was giving himself a bolus. Customer's blood glucose reading at the time of the call was 156 mg/dl. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.